Event description:
A customer reported via phone call indicating that their insulin pump gets jammed every time they try to deliver insulin. The customer's blood glucose level was 135 mg/dl at the time of the call. The customer stated they would like to return their reservoirs back for analysis. The customer stated that they do not want to troubleshoot because the incident was a past event. A new reservoir was sent to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.